Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial complaint was reviewed and found not reportable. Additional information has been received. This device will captured under complaint (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on march 13, 2020, the two (2) synframe half rings did not stay connected. Both have a stripped inner thread where the screw connects to hold the ring together. They no longer engage due to general wear and tear from usage. The issue was discovered during a routine inspection in the sterile processing department (spd). There were no patient and surgical involvement. This report is for one (1) synframe half ring. This is report 2 of 2 for (B)(4).